Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 105 units. There was no reported impact to the customer's blood glucose level. During a follow-up call with tandem technical support on (B)(6) 2017, the customer reported that the pump was working as expected since the reported event.